Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6. Reported event was confirmed by visual inspection of device. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. An e1 ringloc bipolar 28x45mm, part # 110010454 from lot 057310, was returned and evaluated against the complaint. Upon receipt, the ring and shell are assembled with one of the ends of the ring bent such that it no longer fits into the locking groove. The other side of the ring is pressed deeply into the groove to where it is flush with the shell's inner radius. The ring does not freely rotate within the groove. The ring is oriented with the chamfer facing the opening in the shell. The ring was removed from the shell. The underside of the ring is scratched. The nature of the bend is mostly vertical with the ends remaining in close proximity. The ring is not deformed in a way that it appears oblong or elliptical. The inner radius of the shell remains in good overall condition. The locking groove is free of damage and deformation. The outer radius of the liner is also in good overall condition with light scratching. No clear indentations exist that would support the liner being impacted into the ring. The locking groove is free of damage and debris. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the sterile packaging of this product was opened, that the ring of bipolar cup had come off and bent. This surgery was finished with backup product. Attempts were made to obtain additional information; however, none was available.